Event description:
Unomedical reference number: (B)(4). Event occurred in italy. On (B)(6) 2022, the patient reported that at night, her infusion set's tubing got detached and she woke up with high blood glucose level of 396 mg/dl. Therefore, the patient felt nauseous, drinks and urinates a lot. Reportedly, she used the same amount of carbohydrates of a normal breakfast so she got 4.5 units of insulin. Currently, her blood glucose level was 396 mg/dl and she was not feeling well. No further information was available.